Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the procedure name and date? No further information is available. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. No further information is available. What is the most current patient status? No further information is available. No further information will be provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the absorbable barrier was used. It was reported that an abscess occurred. It was also reported that a causal relationship with the device is unknown. It was also reported that additional details are unknown since this event occurred at least half a year ago. Additional information is not available.